Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the device was spitting clips. The clips did not fall into the pt. There was no pt consequence.